Event description:
New information received indicated the ventricular leadless pacemaker (lp) was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of early battery depletion was confirmed. A probable root cause for this early battery depletion is likely caused by the hybrid metal migration anomaly. However, that root cause cannot be conclusively confirmed until this lp is returned to abbott and its hybrid analyzed directly.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the ventricular leadless pacemaker (lp) exhibited premature battery depletion. No changes or interventions were reported. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was at end of life (eol) level upon receipt. A longevity calculation was performed and determined the battery depletion was premature. Further testing of the hybrid revealed a metal migration anomaly, which caused a short circuit. This resulted in excessive current drain and subsequent battery depletion.